Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic reaction to nickel') in a 33-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant past medical history. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2018, the patient experienced dermatitis contact ("allergic reaction to nickel, eczema on contact"). On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization and intervention required), paraesthesia ("paresthesias on hands"), swelling ("swelling"), pelvic pain ("pelvic pain - had to close business due to pain"), headache ("headache"), myalgia ("muscle pain"), fatigue ("chronic tiredness"), intermenstrual bleeding ("metrorrhagia"), adverse event ("aesthetic damage"), mental disorder ("psychological sequels"), hypoaesthesia ("numbness on hands"), heavy menstrual bleeding ("excessive bleeding"), polymenorrhoea ("polymenorrhoea"), vaginal infection ("repeated vaginal infections") and muscle spasms ("cramps in lower limbs") and was found to have uterine leiomyoma ("myoma"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy by laparoscopy for essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, dermatitis contact, polymenorrhoea, vaginal infection, uterine leiomyoma and muscle spasms outcome was unknown and the paraesthesia, swelling, pelvic pain, headache, myalgia, fatigue, intermenstrual bleeding, adverse event, mental disorder, hypoaesthesia and heavy menstrual bleeding had resolved. The reporter considered adverse event, allergy to metals, dermatitis contact, fatigue, headache, heavy menstrual bleeding, hypoaesthesia, intermenstrual bleeding, mental disorder, muscle spasms, myalgia, paraesthesia, pelvic pain, polymenorrhoea, swelling, uterine leiomyoma and vaginal infection to be related to essure. The reporter commented: after the removal of the device, plaintiff was tested for allergies and was diagnosed with nickel allergy: comment by dermatologist: allergy skin tests positive reaction to nickel. Her symptoms seemed to be related to essure. The essure was extracted 4 months ago with full recovery of her symptoms. I explained once again the measures to avoid nickel.¿ furthermore, that same report states: ¿eczema upon contact with nickel. . Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2018: positive for nickel allergy: eczema. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic reaction to nickel') in a 33-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant past medical history. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2018, the patient experienced dermatitis contact ("allergic reaction to nickel, eczema on contact"). On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization and intervention required), paraesthesia ("paresthesias on hands"), swelling ("swelling"), pelvic pain ("pelvic pain - had to close business due to pain"), headache ("headache"), myalgia ("muscle pain"), fatigue ("chronic tiredness"), intermenstrual bleeding ("metrorrhagia"), adverse event ("aesthetic damage"), mental disorder ("psychological sequels"), hypoaesthesia ("numbness on hands"), heavy menstrual bleeding ("excessive bleeding"), polymenorrhoea ("polymenorrhoea"), vaginal infection ("repeated vaginal infections") and muscle spasms ("cramps in lower limbs") and was found to have uterine leiomyoma ("myoma"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy by laparoscopy for essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, dermatitis contact, polymenorrhoea, vaginal infection, uterine leiomyoma and muscle spasms outcome was unknown and the paraesthesia, swelling, pelvic pain, headache, myalgia, fatigue, intermenstrual bleeding, adverse event, mental disorder, hypoaesthesia and heavy menstrual bleeding had resolved. The reporter considered adverse event, allergy to metals, dermatitis contact, fatigue, headache, heavy menstrual bleeding, hypoaesthesia, intermenstrual bleeding, mental disorder, muscle spasms, myalgia, paraesthesia, pelvic pain, polymenorrhoea, swelling, uterine leiomyoma and vaginal infection to be related to essure. The reporter commented: after the removal of the device, plaintiff was tested for allergies and was diagnosed with nickel allergy: comment by dermatologist: allergy skin tests positive reaction to nickel. Her symptoms seemed to be related to essure. The essure was extracted 4 months ago with full recovery of her symptoms. I explained once again the measures to avoid nickel.¿ furthermore, that same report states: ¿eczema upon contact with nickel. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2018: positive for nickel allergy: eczema. Most recent follow-up information incorporated above includes: on 13-mar-2020: plaintiff report via health services. She was 33 years old at the time of the events, and with no relevant past medical history. Essure inserted in (B)(6) 2012 (date specified). Events added: heavy menstrual bleeding, hypoaesthesia, dermatitis contact, vaginal infection, polymenorrhoea, uterine leiomyoma, muscle spasm. Hospitalization (serious criterion added) on (B)(6) 2017 for essure removal, discharged on (B)(6) 2017. Comment from dermatologist (medically confirmed): allergy skin tests positive reaction to nickel. Her symptoms seemed to be related to essure. The essure was extracted 4 months ago with full recovery of her symptoms. Explained again the measures to avoid nickel. (Outcome added) in same report: eczema upon contact with nickel.. On (B)(6) 2021: no new information. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by consumer and describes the occurrence of allergy to metals ('allergic reaction to nickel') in a 33-year-old female patient who had essure inserted for contraception and permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included grass allergy, mite allergy, pollen allergy, gravida ii, c-section, live birth, bulimia and tonsillectomy. No relevant past medical history. Family history included blood pressure high (father) and diabetes (father and mother). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2018, the patient experienced dermatitis contact ("allergic reaction to nickel, eczema on contact"). On (B)(6) 2020, the patient experienced conjunctivitis ("rhinoconjunctivitis"), asthma ("bronchial asthma"), mite allergy ("allergy to mites") and seasonal allergy ("allergy to pollen"), 8 years after insertion of essure. On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization and intervention required), paraesthesia ("paresthesias on hands"), swelling ("swelling"), pelvic pain ("pelvic pain - had to close business due to pain"), headache ("headache"), myalgia ("muscle pain"), fatigue ("chronic tiredness"), intermenstrual bleeding ("metrorrhagia"), adverse event ("aesthetic damage"), mental disorder ("psychological sequels"), hypoaesthesia ("numbness on hands"), heavy menstrual bleeding ("excessive bleeding"), polymenorrhoea ("polymenorrhoea"), vaginal infection ("repeated vaginal infections") and muscle spasms ("cramps in lower limbs") and was found to have uterine leiomyoma ("myoma"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with enoxaparin sodium (clexane), ibuprofen, iron, omeprazole and surgery (total hysterectomy and bilateral salpingectomy by laparoscopy for essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, dermatitis contact, polymenorrhoea, vaginal infection, uterine leiomyoma, muscle spasms, conjunctivitis, asthma, mite allergy and seasonal allergy outcome was unknown and the paraesthesia, swelling, pelvic pain, headache, myalgia, fatigue, intermenstrual bleeding, adverse event, mental disorder, hypoaesthesia and heavy menstrual bleeding had resolved. The reporter provided no causality assessment for asthma, conjunctivitis, mite allergy and seasonal allergy with essure. The reporter considered adverse event, allergy to metals, dermatitis contact, fatigue, headache, heavy menstrual bleeding, hypoaesthesia, intermenstrual bleeding, mental disorder, muscle spasms, myalgia, paraesthesia, pelvic pain, polymenorrhoea, swelling, uterine leiomyoma and vaginal infection to be related to essure. The reporter commented: after the removal of the device, plaintiff was tested for allergies and was diagnosed with nickel allergy: comment by dermatologist: allergy skin tests positive reaction to nickel. Her symptoms seemed to be related to essure. The essure was extracted 4 months ago with full recovery of her symptoms. I explained once again the measures to avoid nickel.¿ furthermore, that same report states: ¿eczema upon contact with nickel. Insertion information: on (B)(6) 2012: tubal occlusion, essure. Successful placement. 4 turns right tube, 3 turns left tube. Patient assessment: mildly painful. Ultrasound. Diagnostic results (normal ranges are provided in parenthesis if available): activated partial thromboplastin time (30 - 40 s) - on (B)(6) 2017: 29.6 s. Allergy test - on (B)(6) 2018: positive for nickel allergy: eczema. Blood glucose (74 - 105 mg/dl) - on (B)(6) 2017: 69 mg/dl. Mean platelet volume (6.0 - 12.0 fl) - on (B)(6) 2017: 12.8 fl. Prothrombin time (12 - 14 s) - on (B)(6) 2017: 10.5 s. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-mar-2022: patient date of birth added; lab data updated; patient and family past history updated; essure insertion information updated; adverse events "rhinoconjunctivitis", "bronchial asthma", "allergy to mites" and "allergy to pollens" added to the case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergic reaction to nickel") and paraesthesia ("paresthesias on hands") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), paraesthesia (seriousness criterion disability), swelling ("swelling"), pelvic pain ("pelvic pain"), headache ("headache"), myalgia ("muscle pain"), fatigue ("chronic tiredness"), metrorrhagia ("metrorrhagia"), adverse event ("aesthetic damage") and mental disorder ("psychological sequels"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy by laparoscopy). Essure was removed. At the time of the report, the allergy to metals, paraesthesia, swelling, pelvic pain, headache, myalgia, fatigue, metrorrhagia, adverse event and mental disorder outcome was unknown. The reporter considered adverse event, allergy to metals, fatigue, headache, mental disorder, metrorrhagia, myalgia, paraesthesia, pelvic pain and swelling to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 04-jun-2018 for the following meddra pt (excluding this case): allergy to metal. The analysis in the global safety database revealed 428 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.